Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. However, the displacement and motor test passed. Further testing could not be performed due to prime/fill anomaly.

Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert tot back up plan. The customer's blood glucose reading was 518 mg/dl, and she has treated with manual injections. No further info was provided.